Event description:
It was reported that the labeling of the packaging and the info written on the delivery system describe a stent with a length of 170mm. The stent was released properly, however, the stent showed only a length of 80mm. Furthermore radiopaque marker were found at the distal end of the stent, but not at the proximal end. No reported injury to the pt.

Manufacturer narrative:
This is being reported because this device is similar to or the same as the lifestent flexstar biliary stent, currently marketed in the us. The lot history records have been reviewed and show that no remarkable incidents have occurred and the product was found to have met all specifications prior to shipment. The DHR review confirmed that the correct length stent had been placed into the device. The delivery system was returned and evaluated. The delivery device was found to have a severe kink in two areas. The first is located at the distal edge of the strain relief and the second is located in the guidewire lumen, at the pusher. The kinked condition was not mentioned by the customer, and therefore may have occurred during shipping. The slide lever had been pulled to the back of the handle. The stent had been delivered. The length between the tip and the pusher was 171mm indicating that the stent was the correct length of 170mm as stated on the label. The result of the eval could not confirm the complaint that the stent was 80mm. Based on the sample eval, the root cause is unk. The current indication for use (IFU) for this device states: prior to stent deployment, remove slack from the portion of the delivery system catheter held outside the pt. Caution: any slack in the delivery system catheter (outside the pt) could result in inaccurate stent delivery.